Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged inaccuracy issue began approximately 1 month prior to contacting lfs. On unspecified days, the patient claimed he obtained inaccurate high readings of "186, 144, and 206 mg/dl" with the subject meter. The patient informed the cca that he manages his diabetes with oral medications. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate high readings he was obtaining. On an unspecified day, after the alleged issue began, the patient reported that he developed symptoms of "nervous and sweaty." It is not known if the patient associated these symptoms with a high or low blood glucose. The patient denied having to receive medical treatment. At the time of troubleshooting, the cca discovered that the subject meter had been set to the incorrect code number. The cca assisted the patient with changing the code number on the meter. It was also noted that the patient was unable to perform a control solution test on the subject meter and that the patient declined a meter replacement. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.